Event description:
Additional information received reported the patient¿s lack of therapy likely had been going on for a while. The dye study performed was inconclusive; however the catheter had become tangled around the pump in the pump pocket. It was unknown if the catheter dislodged from the intrathecal space as a result. The physician decided to replace both the pump and catheter on 2015-(B)(6).

Event description:
It was reported the patient had a lack of effect an unknown amount of time and experienced increased pain. A dye study was done on (B)(6) 2015. It appeared that contrast was pooling in the pocket. Catheter exploration occurred on (B)(6) 2015 and the catheter was found to be coiled in the pocket. The catheter appeared to be tangled in the pump pocket and when they went to remove it from the pump, they could not get it to disconnect. The silicone sleeve around the connector had come off and they attempted to remove it with an instrument. The catheter was removed and the plan was to replace a portion of the catheter. A catheter segment was left in the space. The removal and re-implantation is planned for (B)(6). The pump was delivering bupivacaine and dilaudid. Outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the dye pooling in the pocket and the coiling catheter remained unknown.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).